Manufacturer narrative:
Batch review performed on 18-11-2025. Lot 2247336: (B)(4) items manufactured and released on 02-03-2023 expiration date: 2028-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about1 year and 5 months from primary, the patient came in reporting instability. The surgeon upsized the liner (14 to 20mm) to give the patient more stability. The surgery was completed successfully.